Event description:
Caller reported a cartridge alarm, specifically alarm 20, which had no adverse impact on the customer's blood glucose level. The alarm occurred before contacting technical support, and despite the issue, the caller was able to successfully load a cartridge and resume insulin therapy. The issue was resolved by the customer replacing the cartridges, which allowed them to continue insulin treatment effectively, although the alarm recurred shortly afterward.